Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an open gastrectomy, the electrode peeled away. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.